Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors (mcs) instrument was noted to have broken wires. The instrument was replaced. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.04 in length. Engineering also found the instrument banana plug bent at the back end of the housing. The evidence was inconclusive, but the damage was likely due to mishandling. Engineering found a gap at the connection joint between the tube extension and the main tube. There was a deep scratch at the distal end of the main tube where it connects with the tube extension. The evidence was inconclusive, but the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.